Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative indicated that the system was removed over a year ago due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.